Manufacturer narrative:
(B)(4). Concomitant therapies: juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edematous reaction, swollen and hard, lesions, and tiredness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edematous reaction, swollen and hard, lesions, and tiredness as follows: undesirable effects. "The patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine and juvéderm® volift¿ with lidocaine and to the cheekbones with unspecified juvéderm® voluma¿. After a year patient developed a small edematous reaction on the cheekbones. Patient ¿did not make the link with the injections and consulted a gp¿ who performed an ultrasonography of the cheekbones and found ¿nothing to declare.¿ a few weeks later the patient¿s lip became swollen and hard. Patient was prescribed corticosteroids for 3 days. On the third day it ¿deflated.¿ approximately one month later, upon review with the physician ¿it¿s a bit hard¿ and there are 3 small lesions in the right cheekbone. The patient feels tired and was ill this past winter but ¿was not ill at the time of the appearance of this ae.¿ the physician is going to prescribe corticosteroids, zeclar®, and ciflox®. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00529 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.